Manufacturer narrative:
Concomitant product: 5076-58 lead implanted: (B)(6) 2010.

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited high/fluctuating thresholds. The lead will be revised, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.